Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the a vibratory alert could not be felt during patient notifier testing. Device is being monitored.